Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus was not working properly, the cursor jumped to the top of the screen when the stylus pointed to areas on one horizontal line of screen and therefore the bezel shield assembly was replaced. It was additionally noted that the stylus was not fully seated in the socket causing it to not calibrate and generating error messages so the stylus was reinstalled and recalibrated. The hard drive was reconfigured and the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus pen was changed as the other wasn't working appropriately and kept getting an error message. The device was calibrated but the error message persisted. The programmer was returned for analysis. There was no patient involvement.